Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that externalized conductors were noted on the patient's right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Event description:
New information received notes that diagnostic imaging was performed to confirm the lead damage, and also high thresholds were noted.